Event description:
Customer called to report the insulin pump alarmed for auto off. Blood glucose reading was 510 mg/dl. The customer mentioned that she had drank a soda. Assisted the customer with turning off the auto off feature on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).